Event description:
It was reported that a patient with history of spastic cerebral palsy was seen in a healthcare provider (hcp) office for a baclofen pump refill at which time the patient experienced respiratory depression. It was noted that the patient was transported to hospital where the patient required intubation and was admitted to pediatric intensive care. It was reported that a hcp was consulted and the patient was given atropine and physostigmine to reverse the respiratory depression, however this did not work. It was noted that the patient began showing signs of baclofen withdrawal which was treated with valium. It was reported that the patient remained sedated and allowed to awaken. It was reported that once the patient returned to baseline mental status, the plan was to refill the baclofen pump. It was noted that three days later, under fluoroscopy, the baclofen pump was filled with 500 mcg/ml concentration with 40 ml baclofen at 3.02 mcg/day continuous rate. It was reported that within less than an hour, the patient became comatose and an attempt was made to remove the baclofen from the side port and from the reservoir. It was noted that the patient remained intubated and a decision was made to replace the pump. It was reported that two days later the pump was filled, and the patient underwent replacement of the pump given that this had occurred previously. It was noted that there were no other issue once pump was replaced. It was reported that the patient was discharged four days after the pump was replaced.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
.

Event description:
Additional review indicated this information was previously reported in manufacturer's report # 3004209178-2013-12926. Refer to manufacturer's report # 3004209178-2013-12926 for any additional information pertaining to this event.